Event description:
It was reported that this right ventricular (rv) lead had fracture, and it was confirmed through abnormal impedance of the rv lead. This lead was explanted and replaced. No additional adverse patient effects were reported.